Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2009. According to the complainant, the patient had an excision surgery on (B)(6) 2011, to have portions of the mesh removed. The exact nature of the surgery is unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2009. According to the complainant, the patient had an excision surgery on (B)(6) 2011, to have portions of the mesh removed. The exact nature of the surgery is unknown. All other information is unknown and reportedly unavailable.

Event description:
According to the physician, post procedure, the patient did not present with any complications. The patient was prescribed an unspecified medication on an unknown date since the implantation. The patient has not been seen since the excision procedure on (B)(6) 2011. All other information is unknown and unavailable.

Manufacturer narrative:
Additional information received: updated.

Manufacturer narrative:
The event date is unknown; however patient weight was reported to be (B)(6) at time of implant. The device lot number is unknown. Therefore, the manufacture and expiration dates are also unknown. It was reported the device was not used past its expiry date.